Event description:
An event occurred with the ibgstar system where indirect harm occurred because the patient injected a higher insulin dose and went into hypoglycemia based on readings on the ibgstar which were presumed to be too high.

Manufacturer narrative:
Ibgstar meter s/n (B)(4) and test strips lot # ij14wc13c, exp. 11/2012 (range 107- mg/dl) were tested on (B)(6) 2011. Results: 141mg/dl, 142mg/dl, 146mg/dl. The complaint could not be confirmed. The function test had shown that the ibgstar meter worked properly and met specifications.